Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was completely returned with setscrew mark noted on the terminal pin. Several deformation in coils most likely occurred during explant procedure. The helix physically appears normal, no sign of damage or defect and there was tissue in base around the helix. Pa cannot confirm through testing in which this lead had perforated the heart wall.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited undersensing and high pacing threshold. This lead was explanted because it was discovered that the lead had perforated the heart wall. No additional adverse patient effects were reported.

Event description:
--